Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product manufacturer and serial number. The information has not yet been received by allergan. The connector type cannot be identifier nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Displacement is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of displacement as follows: warning: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation." Caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."

Event description:
Reported events of "migration" from journal article: "is gastro-gastric fixation suture necessary in laparoscopic adjustable gastric banding a prospective randomized study", journal of laparoendoscopic and advanced surgical techniques vol. 21, number 10, 2011. Manufacturer of device is unknown. Allergan's approach to compliance is to resolve all doubt in favor of reporting. This medwatch represents the three cases of "migration" listed in table three of this article.